Manufacturer narrative:
Visual analysis device photograph(s) for the device related to the reported event rupture, lump/nodule-ndr and seroma-late was requested on 26-july-2023. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported rupture on the left side. Device has been explanted and replaced with a non-allergan device. Healthcare professional later reported "probable fibroadenoma of 5mm in the left breast, intracapsular rupture of the left prosthesis with displacement of the prosthetic capsule, and presence of punctate foci of liquid type hypersignal within the prosthetic material".

Event description:
Healthcare professional reported rupture on the left side. Device has been explanted and replaced with a non-allergan device. Healthcare professional later reported "probable fibroadenoma of 5mm in the left breast, intracapsular rupture of the left prosthesis with displacement of the prosthetic capsule, and presence of punctate foci of liquid type hypersignal within the prosthetic material".

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma-late.